Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. During the procedure after transseptal puncture was performed, a small pericardial effusion developed. The vitals of the patient remained stable throughout the procedure and the size of the pericardial effusion remained unchanged. The closure device was successfully implanted and the pericardial effusion did not change in size. However, ten minutes post implant, the patient experienced hypotension, and the pericardial effusion was re-assessed. The volume of fluid around the heart increased circumferentially to greater than 1 cm. Pericardiocentesis was performed, but did not resolved the pericardial effusion. Open heart surgery was then performed to close the source of the bleeding. The patient was expected to fully recover following the event.